Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient developed a rash at the same site. The patient underwent an ipg explant procedure. The explanted device will not be returned. Additional information was received that all device components were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15313524 / 15587510.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient developed a rash at the same site. The patient underwent an ipg explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred ten days ago from date the manufacturer became aware of the event.